Event description:
A motor stall with no motor stall recovery was reported. Diagnostics/troubleshooting included checking the logs. The patient experienced underdose symptoms the location of the symptoms reported as ¿whole body¿. The pump was explanted. The patient status at the time of the report was alive, no injury. The pump was used to deliver fentanyl, bupivacaine, and dilaudid. The patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the underdose symptoms the patient experienced was pain all over all body, muscle contraction upper and lower extremities. The pump was stalled intermittently greater than 24 hours stalled. There was more than one motor stall noted in the event logs. The repeated motor stalls and recoveries occurred in a short duration. The cause of the motor stalls was unknown. The patient recovered without permanent impairment. On (B)(6) 2014 the patient had a new pump implanted. The patient was given fentanyl patch 25mcg q3d, xanax 0.25mg q12hours and dilaudid 2mg q 4-6 hours after the motor stall.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿gear train anomaly ¿ stall due to shaft/bearing¿. Gear 3 had corrosion and teeth damage. There was residue in the pinion and the upper shaft of gear 2; there was shaft wear under the residue. (B)(4).